Manufacturer narrative:
D10: (B)(6), 02-010-03-0320 - logic cr femoral cem, right, sz 2, (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 1400-ag - cemex gento low viscosity 40g kit, (B)(6), cpsp-02 - cpsp-02 cemex mixing bowl and spatula. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The pain reported could have been the result of prosthesis wear and fracture. A contributing factor to the reported wear on the tibial insert may have been due to being packaged in a non-conforming bag for over five years. However, this cannot be confirmed as the devices remain implanted and potential contributions of user or patient-related considerations could not be assessed as no images, radiographs or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient who had an initial knee implanted in (B)(6) 2020, stated she had experienced pain for nearly two weeks. She visited the hospital, and the doctor recommended an x-ray. The results revealed that the plastic component of her knee implant had completely disintegrated and was breaking into fragments. No revision has occurred at this time. No further information is available.